Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, iliac artery, the 7.0 x 40 mm absolute pro stent delivery system (sds) met anatomical resistance during advancing. During deployment, the thumbwheel froze and the stent was partially deployed. The delivery system and the stent were removed as a single unit from the anatomy. A different absolute pro stent was successfully deployed in the target lesion without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The partial deployment was confirmed; however, the resistance advancing, difficulty rotating the thumbwheel failing to deploy was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.